Manufacturer narrative:
(B)(4). H6; proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient previously underwent a shoulder arthroplasty and was subsequently being considered for a patient-matched implant for revision of biomet stem. Attempts have been made and no further information has been provided.